Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was stated that 25-16-145 was implanted on the right main side and 16-16-156 was implanted on the left side. Endoleak 1a was confirmed after final contrast and a 25-25-49 aortic cuffs were added and the procedure was completed. Approximately 76 months post index procedure, the patient presented to the hospital, were and endoleak type 1a was noted and a etcf2828c49ej was implanted. Two days later, the endoleak type 1a was still noted, so an excluder 28.5mm was implanted and the endoleak was resolved after several touch-up. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is fine.